Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: left occlusion only.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2017, she explanted essure. Injury event was replaced with chronic pelvic pain /abdominal pain, general abnormal bleeding, migration, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zanaflex and hydrocodone. Concurrent conditions included back pain and neck pain. Concomitant products included hydrocodone, nsaids, paracetamol (acetaminophen) and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("expulsion of essure device"), migraine ("migraines / headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, device expulsion, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, migration. Sep2006 (as per pfs, discrepancy noted in insertion date) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded), expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome were updated to recovered: abnormal bleeding (vaginal haemorrhage, menorrhagia) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("expulsion of essure device"), migraine ("migraines / headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, device expulsion, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, migration. (B)(6) 2006 (as per pfs, discrepancy noted in insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded), expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydrosalpinx and uterine bleeding. Previously administered products included for an unreported indication: zanaflex and hydrocodone. Concurrent conditions included back pain and neck pain. Concomitant products included hydrocodone, nsaids, paracetamol (acetaminophen) and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("expulsion of essure device"), migraine ("migraines / headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, device expulsion, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, migration. (B)(6) 2006 (as per pfs, discrepancy noted in insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded), expulsion of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("expulsion of essure device"), migraine ("migraines / headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, device expulsion, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, migration. (B)(6) 2006 (as per pfs, discrepancy noted in insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded), expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: plaintiff's aka name added. Event updated- depression, event pt updated from psychological injury to depression. Events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.